Event description:
This device was returned with oos documentation from biotronik representative (B)(4). Per (B)(4), the threshold of this lead jumped and the physician attempted to reposition this lead, however, the physician was unable to pass the stylet through the lead, so this lead was explanted and replaced with another linox sd 65/18 instead.